Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient's mother and confirmed as accurate. No conclusions can be made at this time.